Event description:
A materials manager reported that during intraocular lens (iol) implant surgery the iol went through the capsule. The reporter could not provide any additional information including the surgeon name and contact information and requested the questionnaire not be sent to the facility.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter could not provide any additional information including the surgeon name and contact information and requested the questionnaire not be sent to the facility. (B)(4).